Manufacturer narrative:
A manufacturing evaluation was conducted. The shaft is bent and one claw arm of the inner shaft is broken off at the end of the slot where the two arms meet. The broken off arm has instrument like clamping marks at the end near the break. The region along the length of the slot is bent. The exterior of the claw end has visible cutting marks. The rounded tip and interior surface that contacts the implant post visually appears as expected. The second claw arm is attached to the inner shaft but is permanently bent. The inner region of the slot has visible cutting marks. The claw end visually appears as expected. Due to the damage the complaint relevant dimensions cannot be checked to manufacturing specifications anymore. The visible wearing marks point to the fact that the instrument was subjected to mechanical overload. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a procedure for an l5-s1 interbody spacer and fusion procedure, the implant holder would not disengage from the tpal spacer implant. The handle from the device was removed, however, the black inner shaft would not disengage from the implant. After the surgeon struggled with the device, the black inner shaft broke off, leaving one side of the mouth embedded in the tpal spacer implant. The surgeon pried and drilled around the broken shaft piece to remove it from the surgical site. This procedure was prolonged an additional 45 minutes. The tpal spacer implant was left implanted and the broken implant holder inner shaft was removed. This is # 1 of 2 reports submitted on this event.

Manufacturer narrative:
One claw arm of the inner shaft is broken at the end of the slot where the two arms meet. The broken arm has instrument like clamping marks at the end near the break. The region along the length of the slot is bent. The exterior of the claw end has visible cutting marks. The rounded tip and interior surface that contacts the implant post visually appears as expected. The second claw arm is attached to the inner shaft but is permanently bent. The inner region of the slot has visible cutting marks. The claw end visually appears as expected. The t-pal system is designed to insert and release a pivoting implant. Excessive hammering could have caused over rotation of the implant resulting in difficulty detaching the implant from the device. Excessive force applied to the applicator could have cause the breakage of the claw arm. The implant in this case was not returned and therefore cannot be evaluated with the returned mating instrument. The mating instrument was deformed and damaged past the point where it can be tested with an implant. The design and risk assessment was reviewed and was found to be adequate for the intended use.